Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the pt has been investigated. Eval of the device logs confirms the generation of the reported high oxygen concentration alarms. The testing of the air gas module did not reproduce the reported problem, but it revealed that the module had two defect components: a nozzle unit with a sticky membrane and an inspiratory solenoid that had tilted. The combination of those faults may have caused the reported failure. Ocular inspection showed that an edge of the damping material inside the gas module exerted pressure on the inspiratory solenoid, which had caused the inspiratory solenoid to slightly tilt. Since the end of (B)(6) 2008, a change of the position of the damping material has been done to prevent recurrence of this problem. The nozzle unit, which is part of the gas module and consists of a membrane, a mouthpiece and a feather spring, is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release. A feather spring with a coarse surface was introduced in (B)(6) 2010 to prevent it from getting stuck to the membrane. The cause of the stickiness was wear of the membrane. (B)(4).

Event description:
It was reported that while the ventilator was connected to a pt, alarms for high oxygen concentration were generated. (B)(4).